Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms, no display ramping on its own anomaly and no traces of moisture at the electronic or motor assemblies noted per visual inspection. Device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratched display window. The device passed the rewind, basic occlusion, occlusion, prime, no delivery and displacement tests. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and then, the insulin pump alarmed button error. The customer stated the device was exposed to water. Blood glucose value was 428 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.